Manufacturer narrative:
The insulin pump had button error alarm due to corroded keypad traces.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that they were unable to clear the button error alarm. The insulin pump was returned for analysis.